Manufacturer narrative:
(B)(4). Catalog#: zteg-2pt-42-158-pf. Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the failure mode assigned to this case is removal/loss of hc. By report the patient developed a rash 5 days after a zenith endovascular procedure. Additional treatment was obtained via a dermatologist and a biopsy was performed. No product or imaging were returned to assist with this investigation, and limited information was provided. Internal actions addressed to the removal/loss of hc coating on zenith products. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2014: a (B)(6)-year-old male patient underwent taa repair with right approach with zteg-2pt-42-158-pf ((B)(4)) and tbe-42-81-jp ((B)(4)). Calcification and tortuosity were observed in the cia, but the physician judged that the patient was suitable for the procedure. Slight resistance was encountered when these delivery systems were advanced through the access route due to calcification. However, the whole procedure including positioning of the stent grafts went well and was completed with no problem. Additional information received (B)(6) 2014: mild skin problems were observed in the right lower extremity. Additional information received (B)(6) 2014: the patient saw a dermatologist due to no improvement of the rash. Biopsy was performed near the cia since embolization of foreign material was suspected. Additional information received (B)(6) 2014: the examination of the tissue under a microscope confirmed fibrous material, so the symptom was diagnosed with embolization of foreign material. With the inspection result and positions of the access vessel and the rash, the physician assumed that coating material of the tx2 delivery systems was removed during advancement due to tortuosity and calcification, which eventually spread in the vessel and caused embolism. (*it is still possible that coating material of another used device, radifocus/ by terumo, was related to the event.) Additional information received (B)(6) 2014: the rash almost disappeared with no treatment. No additional treatment has been conducted. Patient outcome: no other adverse effects have been reported.